Manufacturer narrative:
Patient's weight was obtained via follow-up.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain the patient's weight. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon message. The next course of action is unknown.